Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer completed 5 unit fixed prime and displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.